Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced an air embolism. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After introducing the mapping catheter into the sheath, air was introduced into the patient. Air was observed in the left atrium and was aspirated out with a pigtail catheter. The procedure was completed successfully. The patient had fully recovered from the event. The device is not expected to return as it was disposed.